Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that in the x-rays, there was not movement of leads with flexion or extension, and upon further review, it was felt lead movement could not be verified. It was noted the event was unlikely related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-dec-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2018, UDI#: (B)(4). (B)(4) pertain to product ID: 977a260, serial# (B)(4), product type: lead and product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported a lack of pain effectiveness on (B)(6). It was noted clinical diagnosis was a loss of pain relief. The hcp noted it was ongoing. The hcp noted there were x-rays ordered of the thoracic and lumbar images did not appear to show any lead migration. It was noted the event was possibly related to the device or therapy. It was noted the event was possibly related to the implant procedure. The hcp stated the patient stated the stimulator was less effective for pain. There were x-rays ordered but there was no follow up appointment. The manufacturer was contacted to check the stimulator, but there was no documentation to date. There were no further complications that have been reported as a result of this event. Additional information was received from a healthcare professional (hcp). It was reported that per the nurse¿s review of the x-rays on (B)(6) 2018, the leads were noted to be at t7 and t9, and that originally they were both at t8. This was pending a physician review and no appointment was made at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260; serial# (B)(4); implanted: (B)(6) 2015; product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the hcp contacted the patient with a message to contact them back, but had no response and no further action was planned and no appointments were made for future office visits. It was noted that the event was not due to programming; the final programming date and time for most recent interrogation prior to the event was 17-jun-2015. The clinical diagnosis was a lead migration/dislodgement and the event was unresolved with no further action planned. No further complications were reported/anticipated.